Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2017, an field service engineering (fse) conducted an onsite follow-up with the to address the reported event. During servicing, fse accessed the log file and verified error 2151. They observed the cause of the error was the cup transfer assembly leaving the sample in reagent tip lane, partially picking up the tip and dropping it. They cleaned all the cup transfer assembly pickup mechanism, the test cup holder in the reagent tip lane and dispense lanes, and lubricated the moving parts of the hybrid and cup transfer arms. They also performed a version up while cleaning the system. The customer ran the controls successfully and the instrument was verified to be operating as expected. There was no further action required by fse. The most probable cause of the reported event was a dirty hybrid arm.

Event description:
On (B)(6) 2017, a customer reported error 2151 hybrid arm cup transfer with their aia-2000 analyzer. The account performed a version up several times but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting follicle-stimulating hormone (fsh) and parathyroid hormone (pth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.